Event description:
It was reported that stimulation was in the wrong location. In the night the patient turned stimulation on and might have changed programs. Stimulation was helping her lower back and right leg, but ¿now it was going straight down her left leg.¿ it was reported that troubleshooting with the patient programmer was limited due to lack of access to the product and / or patient. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with the healthcare provider (hcp) or manufacturer¿s representative and the appointment date was (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).